Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 08-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("l4-l5 pain") in a 49 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2014, the patient had essure inserted. In 2018 she experienced back pain (seriousness criterion medically important), paraesthesia oral ("tingling in her face and tongue (she thought she was having a stroke)"), paraesthesia ("tingling in her face and tongue (she thought she was having a stroke) / almost constant tingling in feet, legs, arms, tongues, cheeks that wakes her up at night"), gait disturbance ("trouble walking"), sleep disorder ("trouble getting up and sleeping / sleep disturbances"), decreased activity ("difficult to practice sport"), headache ("headaches"), dizziness ("dizziness"), tension headache ("tension-type headache"), tinnitus ("buzzing in ears"), fatigue ("severe fatigue"), keratitis ("keratitis"), mechanical urticaria ("giant dermatographism"), dry skin ("skin dryness"), myalgia ("muscle pain"), tendonitis ("very frequent tendinitis"), arthralgia ("joint pain (elbows, hips, knees, ankles, neck, fingers)"), limb discomfort ("heavy legs"), micturition urgency ("urge to urinate"), urinary retention ("difficulty emptying bladder completely"), disturbance in attention ("difficulty concentrating"), memory impairment ("frequent difficulty remembering what I am talking about"), loss of personal independence in daily activities ("difficulty carrying something; she regularly drops objects"), muscular weakness ("regular feeling of collapse, that her legs do not keep up with her") and hyperacusis ("hypersensitivity to noises"). An unknown time later she experienced muscle spasms ("cramps"). Essure treatment was not changed. At the time of the report, the back pain, paraesthesia, gait disturbance, sleep disorder, headache, dizziness, tension headache, tinnitus, fatigue, keratitis, mechanical urticaria, dry skin, myalgia, tendonitis, arthralgia, limb discomfort, micturition urgency, urinary retention, disturbance in attention, memory impairment, loss of personal independence in daily activities, muscular weakness and hyperacusis had not resolved. The outcomes for paraesthesia oral and decreased activity were unknown. No causality assessment was received for essure with regard to paraesthesia oral, paraesthesia, gait disturbance, sleep disorder, decreased activity, headache, dizziness, tension headache, tinnitus, fatigue, keratitis, mechanical urticaria, dry skin, myalgia, muscle spasms, back pain, tendonitis, arthralgia, limb discomfort, micturition urgency, urinary retention, disturbance in attention, memory impairment, loss of personal independence in daily activities, muscular weakness or hyperacusis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 08-jun-2023. The most recent information was received on 24-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("l4-l5 pain") in a 49 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2018 she experienced back pain (seriousness criterion medically important), paraesthesia oral ("tingling in her face and tongue (she thought she was having a stroke)"), paraesthesia ("tingling in her face and tongue (she thought she was having a stroke) / almost constant tingling in feet, legs, arms, tongues, cheeks that wakes her up at night"), gait disturbance ("trouble walking"), sleep disorder ("trouble getting up and sleeping / sleep disturbances"), decreased activity ("difficult to practice sport"), headache ("headaches"), dizziness ("dizziness"), tension headache ("tension-type headache"), tinnitus ("buzzing in ears"), fatigue ("severe fatigue"), keratitis ("keratitis"), mechanical urticaria ("giant dermatographism"), dry skin ("skin dryness"), myalgia ("muscle pain"), tendonitis ("very frequent tendinitis"), arthralgia ("joint pain (elbows, hips, knees, ankles, neck, fingers)"), limb discomfort ("heavy legs"), micturition urgency ("urge to urinate"), urinary retention ("difficulty emptying bladder completely"), disturbance in attention ("difficulty concentrating"), memory impairment ("frequent difficulty remembering what I am talking about"), musculoskeletal disorder ("difficulty carrying something; she regularly drops objects"), muscular weakness ("regular feeling of collapse, that her legs do not keep up with her") and hyperacusis ("hypersensitivity to noises"). An unknown time later she experienced muscle spasms ("cramps"). Essure treatment was not changed. At the time of the report, the back pain, paraesthesia, gait disturbance, sleep disorder, headache, dizziness, tension headache, tinnitus, fatigue, keratitis, mechanical urticaria, dry skin, myalgia, tendonitis, arthralgia, limb discomfort, micturition urgency, urinary retention, disturbance in attention, memory impairment, musculoskeletal disorder, muscular weakness and hyperacusis had not resolved. The outcomes for paraesthesia oral and decreased activity were unknown. No causality assessment was received for essure with regard to paraesthesia oral, paraesthesia, gait disturbance, sleep disorder, decreased activity, headache, dizziness, tension headache, tinnitus, fatigue, keratitis, mechanical urticaria, dry skin, myalgia, muscle spasms, back pain, tendonitis, arthralgia, limb discomfort, micturition urgency, urinary retention, disturbance in attention, memory impairment, musculoskeletal disorder, muscular weakness or hyperacusis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.